Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A consumer reported that following cataract extraction with an intraocular lens (iol) implant procedure four years ago, a refractive procedure was performed.